Event description:
Per the clinic, the patient experienced a resorption of the posterior wall of the tympanic canal, leading to an extrusion of the electrode array into the external auditory canal. The patient also experienced an infection at the implant site. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.